Event description:
7 french bard access hickman catheter: white port pulled apart from hub of catheter. This is the third documented incident for this catheter. Child receives continuous infusion of dopamine. Catheter structure failure vs. Drug determination.